Event description:
It was reported that a patient underwent an unknown spinal procedure from l4-s1. While performing a reduction maneuver, the extenders popped of the screw. No resistance was felt during reducing. It took approximately 50 minutes additional time to take out the screws and replace the extenders. Procedure was completed successfully. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination of the tip of the reduction sleeves did not identify any breakage or cracking. Dimensional examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features; the tip-to-tip dimension actual measurement was found to be out of print specification. Visual and optical inspection noted multiple witness marks in the mas retention area on multiple instruments. Functional evaluation was performed on the returned sleeve utilizing a sample extender and multi-axial screw (mas); the amount of tip deformation did not allow the mas head to be retained in the inner sleeve. Functional evaluation was performed on the extender utilizing the best and worst case returned inner sleeve and a sample multi-axial screw (mas). The amount of tip deformation on the worst case inner sleeve did allow the sample mas head to be dislodged. When utilizing the best case inner sleeve (least out-of-tolerance), the mas head was not dislodged from any of the extenders. A common surgical technique for this instrument assembly is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. The bent tip condition of the inner sleeve and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized. The above observations are consistent with bend stress overload.